Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977c265, serial (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their husband about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had severe pain down their leg, hip, knee and foot from a pinched nerve, which was not cause by the patient¿s device or therapy. However, it was reported that the pain had gotten worse and worse to the point where it was constant and they could not walk, they just had to drag their leg. It was reported that the pain began about four to five months ago (2017). Though the pain wasn¿t cause by the patient¿s device, it was stated that the device wasn¿t helping cover the pain in their leg. It was reported that a manufacturing representative (rep) told the patient that they should be able to program the device to help cover the pain, but the patient was going to have tests (unrelated MRI and dye test) done first to take a better look at where the pain was coming from. It was reported that they were scheduled to have programming done next week. It was reported that they wanted to address the root cause of the pain prior to getting programming done, so that they didn¿t just mask the pain. It was reported that the patient¿s orthopedic doctor, did testing and told them that the pain wasn¿t coming from their knee, hip, foot or legs but was coming from their back. It was reported that the patient¿s pain doctor told them that their stimulator should be working to cover the pain they were having and that they were going to have new programming added sometime next week or whenever the patient called the rep and asked for it as the rep was waiting on the patient. On (B)(6) 2017, the patient went to get an MRI done, but were told by the head of the imaging center that they were only eligible for a head only MRI, because the MRI technician had called the device manufacturer about the MRI was were told that the patient had a piece of a lead left in their body from the old one (their second device). The technician said a piece could be in the bone and it was possible that the lead fragment was in the patient¿s body. The patient stated that they thought they were full body eligible as their healthcare provider (hcp) had told them that they were and they wanted to know who told the MRI technician that information. Patient services reviewed that the hcp had called into technical services and th e MRI guidelines were reviewed, but that the manufacturer did not keep medical records and the patient needed to follow-up with their hcp. It was reported that the patient followed up with their hcp and the ¿scheduling lady told them that they didn¿t have a lead fragment left in them and that it this was impossible as they don¿t leave parts of leads in the body. Patient services reviewed that the patient would need to have an MRI facility talk with their hcp to determine what information was being relayed. The patient reported that their doctor was on vacation until next week but would have him call the MRI facility. Patient services walked the patient through putting their device into MRI mode and the patient programmer showed ¿full body eligible (patient¿s husband put the device into MRI mode). The patient was redirected to follow-up with their hcp as they had medical records and they would be able to research the device components. Then they should have their hcp talk with the MRI center to clear up information. No further complications were reported/anticipated. Information was received from the manufacturing representative (rep) regarding the patient. It was reported that the patient was to have an MRI of their complete spinal column. They stated that the neurosurgeon wants to see the spine and rule out why the patient gets coverage after being programmed, but then within 2 weeks the patient feels the ¿shock¿ again and their pain comes back. The rep noted that the patient is in a lot of pain in their back and down their legs. The rep then clarified that the ¿shocking¿ is not from something wrong with the device, rather, the patient feels shocked when they do not like the feeling of the stimulation. It was noted that the patient is programmed on high frequency so that they don¿t feel stimulation. However, when the patient starts to feel stimulation, it sends them ¿haywire.¿ the rep mentioned that evolve settings helped, but the patient does not like any feeling of stimulation. The patient turns down the stimulation so that they do not feel it anymore. When the patient turns down stimulation, they do not get pain relief. The patient had noted that their current ins is more powerful than their last one, and they can¿t seem to get it under control. It was noted that it is harder for the patient to turn down stimulation to where they still have no pain and cannot feel stimulation sensation at the same time. Additional information received from the patient indicated that when they turn their stimulation up to take care of their pain, they feel an electric shock so bad that they cannot walk. The patient wanted someone to check their device, and noted that their old ins did not give them shocks. They noted that they have to turn down stimulation from the shocks being so bad. The patient also stated that they are walking with a limp, and they weren¿t until they had ¿this big one¿ put in. They mentioned that sometimes they can sit in their recliner straight up and lay their head back and the shocks will come back, then they raise their head up and the shocks will go away. The patient declined any troubleshooting at the time of the report, as they stated they were too nervous, and they don¿t want to mess with anything. The patient mentioned that their old ins was wonderful; they had no pain, it was a small ins with 2 leads, and it never had to be reset. They don¿t understand how their new ins is supposed to be better, why they have so many more leads but they can only ¿light up two¿; the patient is confused. The patient thinks they have 18 leads. They stated that their new paddle lead took a while to settle into their back because ¿it had to pull the muscles¿, so they had a lot of pain trying to get it to settle. They noted that now they have to sleep with their hip propped up at night to keep it from hurting. The patient stated they have an appointment with their healthcare provider on (B)(6) 2017. No further com plications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead, product ID: 977c265, (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had a follow-up appointment scheduled for (B)(6) 2017 to go over her MRI and then move ahead accordingly. There was no change in her status. As she increases amplitude she feels surges. When she turns it down she feels though she is not able to get relief. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they still had pain in their right leg, hip, knee and ankle. The patient was going to have an MRI on (B)(6) 2017. The patient noted walking with a walker now and not being able to stand up or do anything as for the first three hours she was up in the morning she couldn¿t walk as the leg just wouldn¿t function. The patient mentioned that she had pain 24/7 and took a pain pill so she could stand up and do things.